Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the patient's left ventricular lead was experiencing noise and loss of capture. Dislodgement was suspected. Lead revision was scheduled but not yet performed. The patient was stable.

Event description:
New information received indicated fluoroscopy had confirmed that the patient's left ventricular lead was dislodged. The lead was capped and replaced on (B)(6) 2021 without issue. The patient was stable throughout.